Manufacturer narrative:
Report #3031789024-2025-00098 is a duplicate of report #3014845255-2024-03980 issued on 1-23-2025.

Event description:
Patient reported their dentist advised them to discontinue treatment. Patient provided a letter of recommendation. This letter from the dentist states, patient presented for exam and it was found the patient to have deep pockets of 4-6mm in posterior areas - generalized moderate periodontitis, #3 crown has open margin and porcelain chip, #2 has ol cavity, mobility, class I mobile #21, 22, 25, 26 and class ii mobile #23 & 24. It is suggested for patient to discontinue ortho therapy until periodontal health is more stable. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.